Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board and power supply were replaced to address the issue. During the eval, issues related to the internal battery and active exhalation control module were observed. The device's internal battery and active exhalation control module were replaced to address the issues.

Event description:
The MFR received info alleging a ventilator would not power on. The device was not in pt use.